Event description:
Caller reported an error with their continuous glucose monitor and sought assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, guiding the caller through the process, after which the error was resolved, and the caller successfully restarted their sensor session.